Manufacturer narrative:
(B)(4). The customer returned one percutaneous sheath introducer (psi) for evaluation. The swanz-ganz catheter was not provided. The customer report of catheter/sheath resistance could not be confirmed by complaint investigation of the returned sample. The returned psi passed all relevant physical, dimensional, and functional testing. A lab inventory 7.5 fr. Swanz ganz catheter (non-arrow device) was able to advance and retract through the returned sheath with minimal resistance. No problem was found with the teleflex device. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the user found it difficult to insert a catheter into the sheath, as it was too tight. Therefore, the sheath was removed and replaced with a new one. The new insertion was completed without incident.